Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, dyspareunia, and she has undergone additional surgeries and revisionary procedures, including surgery to repair the fistula on (B)(6) 2007. No additional information is provided at this time.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient concurrently underwent placement of tyco. It was reported that patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6) at (B)(6) due to pain, bleeding and urinary problems. It was reported that following insertion the patient experienced dysuria and urinary tract infection, recurrent ventral hernia, bulge in mid abdomen, mild discomfort, and irregular bowel habits.

Manufacturer narrative:
(B)(4) - mesh exposure/extrusion/protrusion. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.